Manufacturer narrative:
B3: event date is month/year valid continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh90t01 lot# serial# (B)(6). Implanted: explanted: product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that they charged the equipment, and they had a date of (B)(6). They managed to fix the date and time. The patient went to do a bolus, but the device was stuck on 90%. The patient mentioned that when they put the bolus up to the pump, it only went to 90% and then it stopped. The agent walked the patient through clearing data, and the patient was able to deliver a bolus. The patient said they would monitor the issue and call back in if needed.